Event description:
(B)(4). Initial info for this case was received from a consumer on (B)(6) 2007: a consumer reported that she is considering poly-l-lactic acid (sculptra) to fill in the hollows under her eyes and along her cheeks. She stated that she has been warned by "2 people" who have received poly-l-lactic acid in the same areas and that "lumps have formed" in the areas of procedure. This case represents pt #2 of 2. No further relevant info was reported. Additional info for sculptra (lot number/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for follow up received on (B)(6) 2007: (B)(6) received questionnaire from consumer. She stated that she only inquired about poly-l-lactic acid (sculptra) based upon friends discussing others who had "lumpiness" from poly-l-lactic acid. She does not know anyone personally, nor has she used it. No additional relevant info reported.